Event description:
It was reported that the bd angiocath IV catheter experienced leakage. The following information was provided by the initial reporter translated from portuguese: when performing peripheral access puncture with abocath 24, it was verified that the blood was not flowing into the mandrel, but was flowing into the silicone surrounding the mandrel, giving the impression of obstruction.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 38833614 and lot number 2203539. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for the reported incident.

Event description:
It was reported that the bd angiocath IV catheter experienced leakage. The following information was provided by the initial reporter translated from portuguese: when performing peripheral access puncture with abocath 24, it was verified that the blood was not flowing into the mandrel, but was flowing into the silicone surrounding the mandrel, giving the impression of obstruction.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.